Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: local staff were carrying out repair work on this c6. When he switched on the c6, he noticed that buzzer defective and self test failed appeared on the screen and the alarm kept going off. He intends to have this c6 repaired.